Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is received for investigation, a follow-up report will be sent. (B)(4).

Event description:
The tip of the viperwire was found to be broken off during withdrawal of the device following an atherectomy procedure with an orbital atherectomy device (oad) and a viperwire in the superficial femoral artery, which was severely calcified and highly stenotic. The oad and viperwire were removed, and a snare was used to retrieve the remaining fragment. The procedure was completed without further issue and the patient was stable.